Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-05555. The pt has two scs systems. Both reports are related to the scs system implanted on (B)(6) 2014 (for off-label use). It was reported the pt hasn't been receiving pain relief from stimulation. The pt has also experienced several falls recently. Reprogramming to provide resolution was unsuccessful. As a result, the pt will undergo a CT scan for further eval.